Event description:
Customer reported when using the contrast mgt device in their convenience kit they were experiencing micro bubbles/fizz in the contrast line. The microbubbles are forming as the contrast comes down the line with just gravity (not aspirated with a syringe). The bubbles are able to be removed, but it takes a couple of minutes. There has been no air injection or pt injury. All used samples have been discarded by the hosp.